Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted 30 days after receipt.

Event description:
A male patient was enrolled in the study in 2006 with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The target lesion was a native, de novo, non-ostial, irregular, readily accessible, eccentric, type b2 proximal circumflex and obtuse marginal. The reference vessel diameter was 3.5mm and the lesion length was 20mm. Pre-procedure diameter stenosis was 85%. The lesion was pre-dilated with a 3 x 20mm balloon at 12 atm and a 3.5 x 28mm cypher select plus stent was electively implanted at 12 atm satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The patient was hospitalized for five days in 2007 for stable angina pectoris. The patient underwent a coronary artery bypass graft at the end of the month and had one saphenous vein graft on the left circumflex and a lima graft on the left anterior descending. Surgery was done on the basis of the coronary angiography film, which was taken during the index procedure on original date. He did not experience a myocardial infarction prior to that surgery but stated that his condition worsened and he decided to undergo surgery. The event was resolved without sequel.